Manufacturer narrative:
Additional information: it has been further reported by the facility that the patient suffered blood loss. The bipolar forceps cev392d30 was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis: the evaluation verified the complaint as valid. The jaws are misaligned. After disassembling, we can see that the slots are bigger at the jaws side than connectors side. Modifications have been made and the black plastic part material has been changed and the slots have been increased due to the thickness of the new coating. The new material is more resistant to charring issue and more flexible. Root cause: this issue is due to the deformation of the black plastic part during the manufacturing operations and during the cleaning and sterilization steps. The dimensions of the slots have been modified concerning the plastic part and the manufacturing process of the finished products have been improved.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during use on a patient, the tips of the bipolar forceps cev392d30 cross after sterilization. Consequently there was an issue to perform coagulation. There was no patient injury; however, the event led to an increase of surgery time of 1 hour.